Event description:
It was reported that the procedure was performed to treat a mildly tortuous lesion in the right coronary artery (rca). The 3.5x38mm xience skypoint stent delivery system (sds) was being advanced through the guide catheter; however, it was noted that the stent became dislodged in the guide catheter. The devices were removed without issue. Another unspecified guide catheter and a 3.5x38mm xience skypoint stent were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.